Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was overheating and giving a warning. The programmer passed incoming functional testing and no error or overheating message was found on the logs. Analysis was able to confirm the comment that the printer drawer was broken. It was also noted that the power cord bay was broken and the left keyboard hinge was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was overheating and giving a warning. It was also reported that the paper drawer was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.